Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After applying torque directly to the connector pin, the helix extended and retracted with full helix extension length measured within product specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead helix was unable to be retracted. The lead was removed and replaced. The patient was discharged with no reports of adverse consequences.